Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 10 mm from the distal end. There was scratch around the broken point. There was scratch around the broken point on the probe and the coating for electric insulation of the probe was partially missing around the scratch. The probe turned black around the broken point. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a procedure of a sigmoid colon, the subject device was used. In the procedure, the probe damage error occurred. Then, the probe was broken off outside the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.